Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged forceps channel port a root cause could not be identified. Based on the results of the investigation, no problem was found for intermittent and noisy image issues. Regarding the damaged forceps channel port, it was likely stress led to component failure. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, during an unspecified procedure involving an olympus bronchovideoscope, artifacts appeared in the video image preventing proper assessment of the mucosa image. The image flickered, and there were disturbances in image quality and brightness; at times, the image looked as if it were a negative, however, no white spots were observed. There were also no error codes. The poor image quality during these disturbances made it impossible to properly evaluate the patient. Additionally, there was no visible damage or foreign objects on the connector. There was no patient injury reported.